Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 23ga 1in ptk 5 stopper was defective/damaged. The following information was provided by the initial reporter translated from spanish to english: customer informs: I'm still having details on the syringes, no matter why this came out with details on the needles, I've attached photos of how I got the syringe and the needle. In different cases, the same batch. 1) syringe with plunger left out of place; 2) needle bent with burr at the tip. Impact on the patient: pain when injected. Additional information received on 15.nov.2023, translated from spanish to english: what is the amount affected? A: 170 syringes. Was the reported incident noted before, during, or after use on the patient? A: before, the doctor had already reported a previous case (B)(4) and that is why he was vigilant. Is the sample related to the incident available for analysis? If yes, report the amount. A: we don't have them, the client has them. Additional information received on 29.nov.2023 translated from spanish to english: it was reported that, of the remaining 170 syringes, the customer observed new complaints. So, what we would like to clarify is: a: of the 170, how many did he actually identify the tip with a burr? A = we cannot have this information at the level of detail requested since our client did not review the pieces one by one, he became aware of the defect due to the discomfort and complaints of his patients and that was when he reviewed some pieces and sent us the complaint. Of the 170, how many actually had the rubber plug out of place? A = we cannot have this information at the level of detail requested since our client did not review the pieces one by one, he became aware of the defect due to the discomfort and complaints of his patients and that was when he reviewed some pieces and sent us the complaint. In the description of the event, it is reported that the plunger was out of place, however, in the photo it is possible to see that the rubber plug (black part) is out of place. Could you please confirm if there was any problem with the plunger as well or if it was just an error in classifying the product part? A= it was an error when classifying the defect, the reported defect corresponds to the rubber stopper so far. Is it possible to request the defect product from the customer for analysis (only 1 unit of product for each defect)? Or should we just continue with the photos? A = the customer tells us that he has already discarded the product with the reported defect, so we cannot have physical samples, only photographic evidence already shared.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, one image shows label confirming the code number (302543) and lot (2339560) and inside product is labeled 305242 batch 2339560, cannula tip is bent, and poorly assembled stopper are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Material 302543 and 305242 is the same product, 3ml ll 23ga 1in ptk 5, this product has always been packaged this way. Information is found in the configuration within the manufacturing system which is supported by the product master document where the components and documents related to each product are defined, for which rules out incorrect printing of codes as well as a possible product mix. Possible root cause for poorly assembled stopper is associated with lack of cleanliness in the rotating join, checking and cleaning the rotating joint discs will be implemented. For needle tip hooked is associated with entry of worn or damaged racks into production lines, manufacturing personnel have been notified and additional training to reinforce has been performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process for incorrect label.

Event description:
No additional information.